Event description:
Customer called to report that there was a fluid leak in the coulter lh500 hematology analyzer, which was noticed while performing a startup and in preparation to run quality controls. Customer was unable to isolate the leak source. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that the needle bellows was not draining properly. Pinch valve (pv) 21 was not actuating properly. Pv21 is the path from needle bellows to waste (vc3). The fse replaced the pinch valve and the pilot actuator valve. There was no further evidence of leaking. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was the pinch valve at pv21 not actuating properly, causing the needle bellows to not drain properly.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).